Event description:
It was reported that a device tip fracture occurred. A guidezilla ii catheter-guide extension was selected for use. During the preparation, it was noted that the soft tip unraveled and fractured at the tip junction. No patient complications reported.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
Iit was reported that a device tip fracture occurred. A guidezilla ii catheter-guide extension was selected for use. During the preparation, it was noted that the soft tip unraveled and fractured at the tip junction. No patient complications reported.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. The collar and shaft were partially detached. There was no further damage or irregularity to the device. Product analysis could not confirm the reported tip damage as there was no damage found to the tip of the device. There was an unreported partially detached collar and shaft.